Event description:
It was reported that the device was used during a sigmoid colectomy. When the anvil was placed on the device, kit kept popping off. The case was completed using a same like device. There was no consequence to the pt.